Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experienced redness, swelling, and drainage at the scs lead site. Follow-up identified the physician determined there is no infection at the site, the skin is "sloughing off." Subsequently, the patient was to receive sutures to ensure the incision closes properly.